Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital after they had a trip and fall at home. The right ventricular (rv) lead exhibited high v-v sensing integrity counter (sic) count and low r waves. The right atrial (ra) lead also exhibited low p waves. Both pacing leads remain in use. No further patient complications have been reported as a result of this event.